Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown

Event description:
The manufacturer became aware of a post market clinical follow-up report received from (B)(6), USA. The title of this report is ¿a retrospective data collection of the treatment of wrist fractures with the variax distal radius locking plate system¿ which is associated with the stryker ¿variax distal radius locking plate system¿. The research period of patients included in this report was between 9/2019 and 2/2020. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints.t herefore, 20 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses intra-operative screw breakage. The report states: ¿subject two was treated for an intra-articular fracture from a motorcycle accident had screw breakage occur at the time of plate application on the day of surgery. The broken screw did not compromise implant stability and was not removed accordingly. It was determined that this ae resolved on the day of surgery due to the decision to leave the broken screw as it did not affect the reduction or implant stability. This screw breakage was determined to be a device-related ae.¿